Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. Customer's blood glucose (bg) level was ¿high¿; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.